Event description:
A facility administrator reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired during ccpd therapy. Follow-up with the patient¿s outpatient clinical manager (cm) confirmed the patient expired at home during ccpd therapy. The patient¿s spouse returned home from the night shift at approximately 2:30 am and discovered the spouse had expired. Based on the spouse's conversation with emergency medical services, it was decided cardiopulmonary resuscitative (CPR) measures were not appropriate given the patient likely passed several hours prior. The coroner came to the patient¿s residence and pronounced the patient at the bedside. The patient was taken directly to the funeral home and no autopsy was performed. The cm stated the primary cause of death was a cardiac arrest, and the secondary causes were esrd and diabetes mellitus. The cm stated the patient¿s cycler will be scheduled for pick-up this week. The cm stated a review of the patient¿s treatment data did not reveal any treatment abnormalities or alarms. The cm stated the serious adverse events were unrelated to the patient¿s use of device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The valve actuation test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code(s).the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when the cardiac arrest and death occurred. The patient¿s primary cause of death was cardiac arrest, secondary to esrd and diabetes mellitus. Additionally, the cm reported the patient¿s cardiac arrest and subsequent death were unrelated to the patient¿s utilization of any device(s) and/or product(s) despite the serious events occurring during treatment. The esrd population continues to have higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease accounts for the most deaths among the esrd population. Adults with esrd have mortality rates up to 30-fold higher than the general population. The liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. There was no report a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A facility administrator reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired during ccpd therapy. Follow-up with the patient¿s outpatient clinical manager (cm) confirmed the patient expired at home during ccpd therapy. The patient¿s spouse returned home from the night shift at approximately 2:30 am and discovered the spouse had expired. Based on the spouse's conversation with emergency medical services, it was decided cardiopulmonary resuscitative (CPR) measures were not appropriate given the patient likely passed several hours prior. The coroner came to the patient¿s residence and pronounced the patient at the bedside. The patient was taken directly to the funeral home and no autopsy was performed. The cm stated the primary cause of death was a cardiac arrest, and the secondary causes were esrd and diabetes mellitus. The cm stated the patient¿s cycler will be scheduled for pick-up this week. The cm stated a review of the patient¿s treatment data did not reveal any treatment abnormalities or alarms. The cm stated the serious adverse events were unrelated to the patient¿s use of device(s) and/or product(s).